Event description:
After termination of bypass for correction of acute type a aortic dissection, pt failed to maintain adequate hemodynamics and was diagnosed with right ventricular failure and respiratory distress. Emco was initiated on 7/30/96. There was not enough improvment to sustain adequate hemodynamics without ECMO. ECMO was discontinued at direction of family and surgeon and pt expired on 8/5/96. During ECMO, ten (10) oxygenators were used. Each performed well for six to eight hours before developing plasma leaks. One started to leak after four hours. Four oxygenators available for evaluation.